Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the stylet got stuck in the rv lead and could not be inserted into lumen. The rv lead was exchanged with a new one. The patient was stable.